Event description:
It was reported that when using the bd pyxis¿ medbank tower user unable to request the validation code through rxverify to issue morphine 20mg/ml soln 15ml. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to request the validation code through rxverify to issue medication morphine 20mg/ml soln. A technical support specialist (tss) found in myqlink (mql) that the facility last synchronized and found in the local management interface (lmi) that the cabinet was online. The tss guided the customer through checking the network cable connection to the all-in-one (aio). The customer informed that the connector light emitting diodes (leds) were lit and the cable went up to the ceiling on the other end. The tss restarted the aio. The tss found the cabinet back online in lmi and synchronizing in mql. The system functioned as intended after the technical support specialist troubleshot the device.